Event description:
During a nephrectomy procedure, after 10 minutes, the tissue pad disintegrated and came away from the device. Another like device was used to complete the procedure. There was no patient consequence.